Event description:
It was reported that pump touchscreen became dark and unresponsive while pump continued beeping, and touchscreen tests failed even after attempts to clean and dry screen. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump multiple times without success, then planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump, instructed customer on storage mode, return of malfunctioning pump, and setup of settings and continuous glucose monitor on replacement device.